Event description:
It was reported that on (B)(6) 2010, the patient underwent a l3-4, l4-5, l5-s1 left-sided transforaminal posterior interbody spinal fusion using rhbmp-2/acs. On (B)(6) 2010 the patient underwent an l3-4 transforaminal posterior interbody spinal fusion using rhbmp-2/acs. At an unknown time post-op, imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. The patient has chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : (B)(6) 2010, patient underwent following procedure: kyphoplasty l3, l4, l5, s1, bilaterally; intra-op biplane fluoroscopy; local harvesting cancellous bone; left sided transforaminal posterior interbody fusion l3-4, l4-5, l5-s1; pedicle instrumentation l3, l4, l5, s1 bilaterally; posterior spinal fusion l3, l4, l5, s1; cage instrumentation, l3-4, l4-5, l5-s1; for pre-op diagnosis of: herniated nucleus polposus l3-4, l4-5, l5-s1; spinal stenosis l3-4, l4-5, l5-s1; foraminal stenosis l3-4, l4-5, l5-s1; gait disturbance; scoliosis; spinal curve; severe osteoporosis lumbar spine; radiculopathy lumbar spine; myelopathy lumbar spine. As per op notes: ".. The intra-op cannulas were then directed anteriorly to the posterior aspect of the transverse process of l3, 4, 5, s1 onto which decorticated and onlay bone graft of bmp for a posterior spinal fusion was accomplished. This was to achieve posterior spinal fusion from l3 to s1.. Inter-discal distraction at all three levels held with contralateral rod/screw construct. Then each of the disc spaces was copiously irrigated with normal saline and then filled in the anterior aspect of each disc space with cancellous autologous bone and bmp, followed by appropriates sized interbody implant filled with cancellous autologous bone and bmp. No complications were reported.."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.